Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the device does observe the customer's concern regarding intermittent display issue, where on-screen data appeared distorted; but the problem was not verified. As a result, the lcd display color cable was replaced to reduce the probability of reoccurrence. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted. Complainant indicated that there was no patient involvement in the reported malfunction.